Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was malfunctioning, she had low blood glucose. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.